Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n03005. Hours of operation: 17533. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The history files from 2024-03-18 to 2024-03-19 were investigated. The costumer described an infusion at 2024-03-18 11:25 pm. At that time in infusion with other settings (vtbi and rate) was performed. At 2024-03-19 00:33 am a new space line was inserted. One minute later a vtbi of 315,1 ml and a time of 04:00 hh:mm was set (these settings were described from the costumer). That produced a rate of 78,78 ml/h. The infusion was started at 00:34. The infusion was stopped by reaching the set vtbi at 04:34 am. Up to that time the device has delivered a volume of 315,1 ml. Not anomalies could be detected inside the history files. Visual inspection: a visual inspection was performed. No cover caps on the screw pillars and no seal on the lower housing were available. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,97%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the customer on (B)(6) 2024 at 23:25pm a patient underwent infusion therapy for four (4) hours of 305 milliliters (mls) of blood at a rate of 77 milliliters an hour (mls/hr). Reportedly at 3:30 am on march 19 2024 the alarm went off with "volume end" on the screen. The volume on the unit of blood was 315 milliliters (mls) and it appeared only 157 milliliters (mls) were transfused, according the bloodtrack stickers from the end of transfusion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.